Event description:
Customer received results of 10 inr and 11 inr on the coagucheck xs system (results are outside the numeric range of 0.8 and 8.0 inr of the device). Customer was unaware of missing decimal point. No adverse event reported. Requested return of suspect device and replacement was sent.